Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer stepped on the pump and the touch screen became shattered and no longer functional. Additionally, the customer reported an undefined recurring alarm. Customer's blood glucose was 180-200 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.